Event description:
The following has been reported: "customer reported a motor error on aging test. Also, a 3 year pm is needed." Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed, several technical error 01 were found. The reported device was received in lake zurich and its investigation was performed by our local technical team. Nothing was detected during external visual inspection however internal check found some dent marks on cpu board and pumping motor bracket was broken. Functional tests were carried out and motor rotation error was reproduced. It seemed that the motor optical switch was malfunctioning. The reported event is confirmed but investigation findings are linked to usability. To our knowledge this complaint is not being related to patient safety. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.